Manufacturer narrative:
(B)(4). Concomitant medical products - unknown rotating hinge knee bearing. Unknown rotating hinge knee femoral. Implant date - 2012. Foreign - (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03955 and 0001822565-2018-04027. Reported event was confirmed by review of x-rays. Review of the x-ray reports state that right knee demonstrates a loose hinge pin mechanism involving both femoral and tibial component with possible dislocation. There is femoral notching present. Lucency was seen surrounding the bone cement interface of the anterior and posterior tibial component. Tiny metallic fragments are seen within hoffa's fat. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported the patient underwent an initial total knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately six years post-implantation due to the hinge pin becoming loose. The hinge mechanism was removed and replaced. Attempts have been made and no further information has been provided.